Event description:
Additional information was received noting that the patient&#39;s lead was found to be broken and the patient was given their options moving forward. The patient has decided to not move forward at this time with a replacement.

Event description:
The patient underwent surgery and the surgeon only changed the generator in hopes that the connection was the issue causing the high impedance and not the lead itself. High impedance was still observed after the new generator was connected but the surgeon did not do a full revision but instead closed the patient and will talk to the family about scheduling a full revision. The explanted generator has not been received by product analysis to date. No known surgical intervention has occurred with the lead to date.

Event description:
Additional information received reporting that the patient's device was disabled due to high impedance.

Event description:
Patient presented with high lead impedance. X-rays were performed and no visible lead breaks could be seen per the physician. The referenced x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.